Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose level was over 500 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, customer was "incoherent" for 3 days. Customer was treated with intravenous fluids of saline and insulin and was discharged 10 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.